Manufacturer narrative:
The investigation into the optical signal issue and the infection/sepsis has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Based on the clinical information provided, the root cause of the optical signal issue was patient condition related; however, the root cause of the infection/sepsis was not determined since product was not returned and enough information was not provided. The failure modes will be monitored and trended.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 72-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient on impella support experienced impella in the aorta alarms. An echo was performed and it showed that the device was in the correct position. On a later date and incorrect placement signal occurred. Impella had migrated further into the ventricle. Echo was performed and the device was pulled back to reposition it in the right place. The alarm stopped. The patient later had a noted infection of unknown cause. Antibiotics were given. Causality to the impella is unknown. The pump remained on for support for another 29 days after infection noted.